Event description:
Title: the endoscopic-assisted or endoscopic mini- or less-open preperitoneal (e/milop) approach for primary and incisional ventral hernia repair . This study describes the endoscopic-assisted or endoscopic mini- or less-open preperitoneal technique, abbreviated as e/milop, which enables trans-hernial repair of primary and incisional ventral hernias by placing a mesh in the preperitoneal space. Between (B)(6) 2020 and (B)(6) 2022, 26 patients with primary and/or incisional ventral hernias who underwent e/milop were included in the study. There were 18 males and 8 females with a mean age of 53.1 ± 12.1 (range, 38¿71) years. The mean bmi of patients was 29.4 ± 5.3 kg/m2. During the procedure, the hernia defect is closed using a 2¿0 absorbable suture (manufacturer: unknown) in a running fashion to reinforce the anterior wall. In that process, the center of the mesh is anchored to the medial edges of the hernia as part of the running suture for hernia defect closure to fix the mesh in position. 20 patients were used with ultrapro® hernia system uhsov mesh (ethicon), 4 patients were used with a competitor self-fixating mesh (manufacturer: medtronic), 1 patient was used with ultapro®plug (ethicon) and 1 patient was used with a competitor soft mesh (manufacturer: bard). Reported complications included hematoma (n=?), serious discharge (n=?), purulent discharge (n=?), grade ii seroma lasting between postoperative 1 and 3 months (n=?), and chronic mild pain longer than postoperative 3 months but without activity limitation (n=?). In conclusion, the e/milop approach is a novel alternative for primary and incisional ventral hernia repair.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2024-00584 and 2210968-2024-00585. Citation: asian j endosc surg. 2023;16:482¿488; doi: 10.1111/ases.13206. Please see article attached.